Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated several years ago they were diagnosed with vasovagal syncope. Patient said they have been working with their cardiologist and primary healthcare provider to figure out what is causing them to pass out when they laugh really hard. Patient mentioned they recently had x-rays done of their spine and one of the results came back saying vagal spinal stimulator noted. Patient wanted to know if when they laughed, the implant was triggering something that caused them to pass out. Patient said the condition started after they got the implant. Patient service specialist reviewed that condition was not listed in any of the potential adverse effects in labeling and reviewed spinal cord stimulator device description and redirected patient to healthcare provider to further discuss their condition. Patient also mentioned their implant was implanted on a nerve instead of their spinal cord, possibly due to the "hardware". 2023-jul-07: additional information was received from the pt. It was reported that their stimulator is attached to the nerves not to the spine like it normally is. Patient just got done with a heart monitor test that was done and is waiting on the results. During the test patient turned the stimulator off and was still passing out a few times. Patient is not sure if its a heart issue or the stimulator. Patient stated this happens when they laugh or cough hard. Patient is not sure if it is the scs (spinal cord system); if it is then maybe the leads can be moved. Patient is passing out on a daily basis and is wondering if the leads are touching their vagal nerves. Patient stated their system has been beneficial for them. Patient doesn't know where their system was installed. The stimulator was placed in 2018 doesn't remember the month and it remains in their body. 2023-sep-13: additional information was received from the patient. They reported that they were on a heart monitor and it was determined that it was not heart related. Patient stated they are almost positive one of their leads are pressing on a vagus nerve. Patient does not know what they can do regarding the issue. Patient states they benefit from the system and do not want to explant it but they are going to see if they can have a lead moved. Patient was redirected to their hcp to discuss options.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.